Event description:
The customer reported that following a radiology catheterization procedure in 2000, a vasoseal vhd kit size 2 was deployed. In 2000, the pt was seen by the surgeon for carotid surgery pre-operatively and complained of brusing and swelling in the right leg. An ultrasound was performed on the right groin and a pseudoaneurysm was diagnosed. Ultrasound guide pressure was applied and then a pressure dressing applied. In 2000, another ultrasound determined that the pseudoaneurysm remained. A c-clamp was applied for fifteen minute intervals three times. In 2000, the pt was taken for carotid surgery and repair of the pseudoaneurysm. The pt suffered a stroke post-operatively and an emergency angiogram was performed which determined that the pt had decreased blood flow to the head following carotid artery surgery while the right groin status was satisfactory. No further complications were reported.